Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer experienced an elevated blood glucose (bg) of 531 mg/dl. The customer delivered a correction bolus to address the bg. Customer reverted to an alternate method of insulin therapy.